Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) capacitors were attempted to be charged, but when doing so, the device exhibited a power on reset (por). The patient's information had been "wiped off the device" and it was further noted that wireless telemetry was not functioning. It was also noted that the battery voltage had been decreasing over the past several months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis revealed that both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. No hybrid anomalies were found. Battery analysis revealed lithium plating breaches along the top edge of the anode separator adjacent to the exposed cathode tab. Plated lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion and power-on-reset resulted from an internal lithium plating short. If information is provided in the future, a supplemental report will be issued.